Manufacturer narrative:
(B)(4).

Event description:
Patient's wife initially contacted dexcom on (B)(6) 2016, to report a patient death that occurred on (B)(6) 2016. Patient was found by his wife in the backyard, not breathing. She called emergency medical technician's (emt). Patient was transported to the hospital by emt. Patient's daughter does not believe that the patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Cause of death is believed to be a heart attack, as a result of pulmonary hypertension. A certificate of death is not yet available. It was reported that the patient was taking medications for hypertension and anti-rejection medications for a transplant, unspecified. Patient's daughter stated that the patient had a triple transplant. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from a heart attack as a result of pulmonary hypertension. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.